Event description:
It was reported that there was bleeding around the apical cuff and the heartmate 3 pump sealing. The surgeon used a new pump with improved seal. It was noted that there was an implant last week with no complication. This implant led for a bleeding that was not able to be controlled surgically for 4 hours. A recommendation was made for the surgeon to revise the suture around the apical cuff, revise the purple pump locking mechanism, adding a bio-glue, blood transfusion, medication for bleeding control, reposition of the pump by rotation. As these did not help, the surgeon had to explore the sternal insertion site and continue with blood transfusion. The chest was opened for bleeding control and was doing well. They were extubated the second day post implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of bleeding between the inflow cannula and the apical cuff could not be confirmed through this evaluation, and a specific cause for the reported event could not be conclusively determined. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the bleeding was between the apical cuff and the inflow cannula. There was no difficulty inserting the pump or closing the cuff lock. The pump was connected to the one-time to the apical cuff. The purple locking mechanism was revised by opening and relocking. Re-exploration of the surgical site did not reveal any other finding. The bleeding ultimately able to be resolved with blood product administration and hemostasis time to create blood clot around the sealing to stop bleeding. The surgeon applied the bio-glue on the suture and pledged around the apical cuff away from the pump. In addition to controlling the bleeding, they used surgicell to stop the bleeding between the apical cuff and the pump.